Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a dissection occurred. The lesion was located in a saphenous vein graft (svg). The vessel was mildly calcified. The physician did not pre-dilate the lesion, as he indicated that it is his practice to not pre-dilate lesions located in an svg. A taxus express2 monorail 3.50x32.0mm drug eluting stent was advanced without any resistance to the lesion site and deployed at nominal pressure in the 10 years old svg. This caused the svg to split. The physician used an abbott graft master to seal the dissection and the procedure was completed. There were no pt complications. It is noted that the physician indicated he felt the "reason the svg split was not due to an issue with the device itself but due to the fact that the graft was 10 years old."

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined. Boston scientific manufacturing processes include extensive testing and inspections to ensure each product meets or exceeds material, assembly and performance specifications.